Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted

Manufacturer narrative:
Device evaluation: openings, crease fold, black and white particles. Leak test was performed and found openings on device. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool in the anterior side and one opening sharp on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior and anterior side assessed as surgical damage, and a sharp opening on posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.